Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized from (B)(6) 2017 to (B)(6) 2017 due to a low blood glucose. The patient was treated via glucagon injection. No further details were provided regarding the hospitalization. The customer also stated that the insulin pump may not have recorded all of their boluses. Troubleshooting was declined. The insulin pump was not returned for analysis.